Event description:
It was reported that the patient underwent a gynecological procedure; tlh, bilateral salpingo-oophorectomy, bilateral para vaginal repair, cystocele repair with mesh placement, bilateral sacrospinous fixation, rectocele and enterocele repair with mesh placement and cystoscopy with tot, for pelvic relaxation and stress urinary incontinence, on (B)(6) 2010 and mesh were implanted into the patient.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted concurrently with hysterectomy on (B)(6) 2010. It was also reported that patient additionally experienced pain, bleeding, infection, erosion, and urinary problems post operatively. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.